Manufacturer narrative:
H3: analysis of the lead (lot#: va2ak81) revealed that there were suspected body fluids in the body of the lead but there was no per formance impact and non-significant anomalies were identified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (foreign, distributor) regarding a patient who was implanted with an implantable neur ostimulator (ins) for unknown indications for use. It was reported that the lead had high impedance during the surgery and could not be used. A new lead was utilized and the issue was resolved. The patient was hospitalized for observation. The cause of the issue was not determined.